Event description:
Boston scientific received information that this left ventricular (lv) lead was oversensing causing the device to inhibit pacing which was triggering the lv protection period. The physician suspects the lead has dislodged and was sensing the left atrium. The local area sales representative was contacted and did not have any further information as she does not follow this patient's clinic. The sales representative does suspect the patient will be coming in for a lead revision. No adverse patient effects were reported. The patient only paces 2 percent of the time in the lv.

Manufacturer narrative:
As of this report, the lead remains in service. Should additional information become available, this report will be updated as necessary.

Manufacturer narrative:
Two months later the lead was explanted and replaced. There were no additional performance allegations or adverse patient effects reported.